Event description:
A physician implanted a jostent graftmaster stent and the perforation was sealed. Reportedly, a complication occurred described as, "acute occlusion of obtuse marginal proximal to jostent site".

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.